Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR. Report#: 3006705815-2018-00527. It was reported the patent's leads had migrated. X-rays confirmed the issue on (B)(6) 2018. Reprogramming was unable to resolve the issue. As such, the patient underwent surgical intervention on (B)(6) 2018 wherein the physician tried for two hours but, was unable to reposition the t9 lead at a position that would cover the patient's pain. As such, the lead was explanted and replaced. The t8 3186 lead was repositioned and anchored to cover the patient's targeted area of pain (lower back and left leg). Reportedly, effective therapy was restored following the procedure.